Event description:
The hospital reported a physician had complained the endoscope was too stiff and tight which reuslted in a pt sustaining a perforation during a procedure. The procedure was aborted and the pt underwent open bowel surgery to repair the perforation and spent the following five (5) days in the hospital. One day later, the pt's stiches came out and wound dehiscence resulted. The pt returned to the hospital and underwent surgery of the sigmoid colon where retention sutures were put in place of the stiches and a drain put in place. The pt was discharged from the hospital four (4) days later. The drain still remains in the pt who is recovering at home.